Manufacturer narrative:
The reported event of metal shavings coming out was not duplicated, but the complaint was likely confirmed through other findings. During testing a white residue coating inside multiple areas of the device was found. Corrosion was determined to be the primary failure, as several components were replaced due to corrosion.

Event description:
The system 7 sternum saw was sent for evaluation as a result of metal shavings coming out of the device during a procedure. A backup was used to complete he case without any delay. There were no adverse consequences associated with the device.

Event description:
The system 7 sternum saw was sent for evaluation as a result of metal shavings coming out of the device during a procedure. A backup was used to complete the case without any delay. There were no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.